Event description:
It was reported that a newly implantable neurostimulator shut off during the night. The pt interrogated the device with her pt programmer and a power on reset was noted. The device had been recently recharged successfully. The power on reset was cleared with the pt programmer. Stimulation resumed and the pt was reported to have recovered without sequela.